Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
It was reported that following a percutaneous coronary intervention (pci) in the left anterior descending artery (lad), an 8f angio-seal sts plus was selected for use. Bilateral femoral arteries were punctured. An intra aortic balloon pump (iabp) was inserted through the left groin and a 7f terumo sheath for the pci was inserted through the right groin. An angiogram for the right femoral artery prior to the angio-seal deployment revealed a right common femoral artery (cfa) with a greater than 4mm lumen diameter, with no calcification. The pt left the cath lab with the iabp inserted. Administration of heparin was started at a time of the pci procedure (dose unk) and the dose of heparin was increased up to 1,000 unit/hour. The next day (18 hours post deployment), the pt temporarily went into shock and the right leg swelled up to double in size. Manual compression was applied. The physician considered surgery, but the pt was still in shock and was unable to undergo general anesthetic; therefore, the physician planned to place a covered stent in case the situation did not change. A CT scan performed that evening, revealed bleeding (exact location of the bleeding is unk) and a 10cm hematoma below the puncture site. An av fistula was suspected, but the physician could not specify its location. About 10 pm, the iabp that was in the left femoral artery was removed and heparin was stopped. A left femoral artery angiography was performed via a contralateral artery approach , and no bleeding was observed. The physician believed he punctured the femoral artery in the correct location, not proximal to the inguinal ligament. Three days later, the pt's f/u revealed no bleeding. The pt is recovering. The physician stated that it was highly possible that the large amount of heparin that was administered is what caused the re-bleeding. The pt's medical history involves hemodialysis.